Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the velcro gimbal pad to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive technical support engineer (tse) and stated that the velcro tore off from the grip on the master tool manipulator (mtm). The site had changed out the surgeon side console (ssc) to be able to finish case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically with another ssc with no injury to patient . Per the engineer, the velcro was disposed of to the trash .